Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no indication that the complaint was related to a service of the device within the view period. No delivery failure modes were found in the event history log (ehl) review. The customer reported issue could not be confirmed as the devices' accuracy was within the required specifications. No further actions were taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a deviation in the flow rate. The expected volume was 7.7 ml, the actual measurement indicated a volume of 6.2 ml. This occurred during priming at the facility. There was no reported patient involvement.